Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon eval, the c9 component (150uf tantalum capacitor) was shorted. The cause of the inability to power on is the shorted c9 component. The root cause of the defective capacitor cannot be positively identified. No adverse event resulted from the defective monitor.